Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) recently experienced an onset of slow recurring urinary incontinence. The aus was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or abnormalities were identified. The cuff passed the leak test performed. The balloon and pump were visually inspected, and leak tested. No damage or abnormalities were identified. The balloon and pump passed the leak test performed. The pump passed functional testing and performed within product specifications. The balloon was unable to be functionally tested due to unknown product specifications. Based on the information available and analysis results, the clinical event reported of a mechanical issue and incontinence were unable to be confirmed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. A conclusion code of known inherent risk of device was assigned.

Event description:
It was reported that this artificial urinary sphincter (aus) worked well for 6 years. Recently, the patient experienced an onset of slow recurring urinary incontinence. The aus was removed and replaced. No further patient complications were reported.